Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the roller pump had a pump jam upon start up. The roller pump rebooted and displayed a 'motor error' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the user reported a pump jam upon starting the pump. This occurred while the patient was on cpb. The user noted that the pump rebooted and eventually had a motor error. The roller pump in question was used as a sucker pump. The roller pump was changed out after the patient was off cpb. The surgery was completed successfully. There was no delay, no blood loss or adverse event reported.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The fsr installed a new roller pump module as precaution. All testing was completed. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) installed the roller pump module into a lab use only (luo) roller pump. The roller pump was started up and ran as expected. The roller pump could be powered up normally both from the local control and the central control monitor (ccm). It was determined that the roller pump module operated as intended. Per data log analysis, on (B)(6) 2022 the large roller pump reported two errors, 'belt slip jam status' = true, and 'internal trigger = motor fault' multiple times. This confirms the reported issue of pump jam after starting the pump. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.